Event description:
It was reported that 13 bd luer-lok¿ syringes from lot# 8211580 and an unspecified number of syringes from lot# 8288598 had black, "ink-like" foreign matter found in them before use. Additionally, it was reported that 2 bd luer-lok¿ syringes from lot# 8211580, and an unspecified number of syringes from lots 8288598 and 8117937 had scale marking issues found on them before use. The following information was provided by the initial reporter, translated from dutch to english: "on (B)(6) 2019 there are 13 syringes with black (ink-like) dots, 2 syringes with a small air bubble at the scale marking and 2 syringes with a damaged overprint - article v62.309648 lot 8211580 and / or 8288598, 1 syringe with bad print - article v62.309648 lot 8117937 or 8211580, 1 syringe with strongly blurred print - article v62.309648 lot 8288598."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8211580. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-30. Medical device lot #: 8288598. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-15. Medical device lot #: 8117937. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 bd luer-lok¿ syringes from lot# 8211580 and an unspecified number of syringes from lot# 8288598 had black, "ink-like" foreign matter found in them before use. Additionally, it was reported that 2 bd luer-lok¿ syringes from lot# 8211580, and an unspecified number of syringes from lots 8288598 and 8117937 had scale marking issues found on them before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "15-10-2019 there are 13 syringes with black (ink-like) dots, 2 syringes with a small air bubble at the scale marking and 2 syringes with a damaged overprint - article v62.309648 lot 8211580 and / or 8288598, 1 syringe with bad print - article v62.309648 lot 8117937 or 8211580, 1 syringe with strongly blurred print - article v62.309648 lot 8288598."